Event description:
It was reported that a patient presented in emergency room after receiving a vibratory alert. Upon interrogation, hardware vvi and no high voltage therapy available were observed. The device was explanted and replaced.